Event description:
It was reported that the user experienced a rapidly rising blood glucose of 214 mg/dl with two upward trend arrows while using the ilet with contributing factors including recent illness, and a brief device disconnection for charging; no device alerts or alarms occurred. Customer care provided support that included confirmation of continued insulin delivery. Investigation of this case revealed blood glucose decreased to 165 mg/dl during the call, supporting that the infusion set and delivery pathway were functioning. No clinical symptoms reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was hyperglycemia with an unclear cause, likely influenced by illness, travel stress, and temporary interruption during charging, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.